Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit's screen was not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "screen not working". A getinge field service engineer (fse) had evaluated the unit and replaced the pcb, inverter, dc to ac which is dc to ac inverter which corrected the screen from which the issue is not being coming up. Than after the replacement the fse had performed and passed all the functional and safety tests to factory specifications. Than the unit was returned for the clinical use. There was no involvement of the patient.the failure analysis and testing dept. Received part, with a reported unit failure of the screen going blank.the fat performed a visual inspection and found the part to be in good condition.the fat installed the part into cs300 test fixture and tested the part to factory specifications per procedure number (B)(4)revision e and the cs300 service manual part number 0070-00-0689 rev w.tested for 30 minutes with no issues. Fat could not verify the reported failure.retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.